Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, the evaluation found the complaint was confirmed and the coating of the connecting tube was peeling. Also, evaluation found the bending in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive had a chip, crack and white clouded area, the light guide bundle was broken, the adhesive around the objective and light guide lenses were peeled, the light guide lens was cracked, the scope cover was dented and burned, the indication on the scope connector was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the coating and white lines at the insertion tube of the evis lucera elite colonovideoscope were coming off and were becoming unclear. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessing deviation from the instruction manual. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.